Event description:
It was reported that the bd luer-lok¿ syringe in the bulk sterile pharmacy convenience tray experienced foreign matter, contaminated. The following information was provided by the initial reporter: hair found within barrel of syringe, pack of bulk syringes was open in positive pressure clean room. Not sure how hair would have got into the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. A hair was observed to be within the syringe towards the top. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.